Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain / abdominal region') in a 23-year-old female patient who had essure (batch no. 826628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Previously administered products included for birth control: mirena from (B)(6) 2011 and depo provera from 2007 to (B)(6) 2009. Concurrent conditions included nausea, back pain, anxiety, bipolar disorder, penicillin allergy, lower abdominal pain, pelvic pain, left lower quadrant pain, endometriosis externa and pelvic pain. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced weight fluctuation ("weight gain / loss (specify which one): weight fluctuation"), 1 month after insertion of essure. On (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced liver disorder ("other injury(ies) or complication(s) - please describe: liver disease") and dysgeusia ("metallic taste in mouth"). On (B)(6) 2013, the patient experienced dental caries ("dental problems tooth decay"), fatigue ("fatigue") and arthralgia ("joint pain"). On (B)(6) 2016, the patient experienced hot flush ("hormonal changes describe: hot flashes"). On an unknown date, the patient experienced rash ("rashes or skin conditions") and skin disorder ("rashes or skin conditions"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain was resolving and the vaginal haemorrhage, menorrhagia, dental caries, dysmenorrhoea, dyspareunia, fatigue, alopecia, hot flush, migraine, allergy to metals, depression, rash, skin disorder, weight fluctuation, liver disorder, dysgeusia and arthralgia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, hot flush, liver disorder, menorrhagia, migraine, rash, skin disorder, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: current weight: 192 lbs. Discrepancy in essure insertion date as (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; on (B)(6) 2011: total bilateral occlusion; on (B)(6) 2011: bilateral fallopian tubal. Occlusion following essure device placement. X-ray - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abdominal pain, metrorrhagia. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 17-jan-2020: medical records received: lot number added. Reporters and lab data were added. On 24-jan-2020: pfs received: essure insertion date discrepancy note and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain / abdominal region') in a 23-year-old female patient who had essure (batch no. 826628-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Previously administered products included for birth control: mirena from (B)(6) 2011 to (B)(6) 2011 and depo provera from 2007 to (B)(6) 2009. Concurrent conditions included nausea, back pain, anxiety, bipolar disorder, penicillin allergy, lower abdominal pain, pelvic pain, left lower quadrant pain, endometriosis externa and pelvic pain. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced weight fluctuation ("weight gain / loss (specify which one): weight fluctuation") and was found to have weight increased ("weight gain / loss specify which one: weight gain."), 1 month after insertion of essure. On (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced liver disorder ("other injury(ies) or complication(s) - please describe: liver disease") and dysgeusia ("metallic taste in mouth"). On (B)(6) 2013, the patient experienced dental caries ("dental problems tooth decay"), fatigue ("fatigue") and arthralgia ("joint pain"). On (B)(6) 2016, the patient experienced hot flush ("hormonal changes describe: hot flashes"). On an unknown date, the patient experienced rash ("rashes or skin conditions") and skin disorder ("rashes or skin conditions"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain was resolving and the vaginal haemorrhage, menorrhagia, dental caries, dysmenorrhoea, dyspareunia, fatigue, alopecia, hot flush, migraine, allergy to metals, depression, rash, skin disorder, weight fluctuation, liver disorder, dysgeusia, arthralgia and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, hot flush, liver disorder, menorrhagia, migraine, rash, skin disorder, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight: 192 lbs. Discrepancy in essure insertion date as (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; on (B)(6) -2011: total bilateral occlusion; on (B)(6) 2011: bilateral fallopian tubal occlusion following essure device placement. X-ray - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abdominal pain, metrorrhagia. Lot number reported 826628 is invalid. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 11-feb-2020: update of information (batch is not valid) on 5-feb-2020: pfs received. Event "weight gain" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain / abdominal region') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Previously administered products included for birth control: mirena from (B)(6) 2011 to (B)(6) 2011 and depo provera from 2007 to (B)(6) 2009. Concurrent conditions included nausea, back pain, anxiety, bipolar disorder, penicillin allergy, lower abdominal pain, pelvic pain, left lower quadrant pain, endometriosis externa and pelvic pain. In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced weight fluctuation ("weight gain / loss (specify which one): weight fluctuation"). On (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced liver disorder ("other injury(ies) or complication(s) - please describe: liver disease") and dysgeusia ("metallic taste in mouth"). On (B)(6) 2013, the patient experienced dental caries ("dental problems tooth decay"), fatigue ("fatigue") and arthralgia ("joint pain"). On (B)(6) 2016, the patient experienced hot flush ("hormonal changes describe: hot flashes"). On an unknown date, the patient experienced rash ("rashes or skin conditions") and skin disorder ("rashes or skin conditions"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain was resolving and the vaginal haemorrhage, menorrhagia, dental caries, dysmenorrhoea, dyspareunia, fatigue, alopecia, hot flush, migraine, allergy to metals, depression, rash, skin disorder, weight fluctuation, liver disorder, dysgeusia and arthralgia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, hot flush, liver disorder, menorrhagia, migraine, rash, skin disorder, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: current weight: (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abdominal pain, metrorrhagia. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 16-aug-2019: plaintiff fact sheet and medical records received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- abdominal pain, abnormal bleeding (vaginal, menorrhagia), dental problems tooth decay, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, hormonal changes describe: hot flashes, migraines / headaches, nickel allergy, psychological or psychiatric problems condition: depression, rashes or skin conditions, weight gain / loss (specify which one): weight fluctuation, other injury(ies) or complication(s) - please describe: liver disease, metallic taste in mouth, joint pain. Reporter information, aka name, medical history, historical drug, lab data were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.